Event description:
It was reported that the patient had been experiencing power cable disconnect events. The controller alarmed when the patient bent over or slouched. The white cable was kinked due to the patient's lvad (left ventricular assist device) shirt. It was also noted that the controller sound was very faint and the pump running symbol was dim. The driveline had exposed wires, but this damage was covered with rescue tape. A review of the log files confirmed many atypical power cable disconnect events while connected to battery power from 24apr2022 to 26apr2022. These alarms resolved with the controller and battery clip exchange. Related manufacturer report number: 2916596-2022-10711.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: damage to the external portion of the patient¿s driveline could not be confirmed as no product was returned for evaluation and no images were provided by the account for review. The account reported that the patient¿s driveline had exposed wires. The damaged area was covered with rescue tape. Review of the log files provided by the account revealed no atypical events or alarms indicating an issue with the wire conductors of the patient¿s driveline. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14nov2014. The heartmate ii lvas instructions for use (IFU), rev. H and the heartmate ii patient handbook rev. G are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.